Manufacturer narrative:
(B)(4). It was reported that the devices would be returned for analysis; however, the device was not returned. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint, with associated MDR referenced numbers of 3008264254-2016-00054 and 1226348-2016-00133.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of a right internal carotid artery aneurysm, the physician felt resistance when advancing two enterprise stents (enc452812/10469052) via the prowler select plus microcatheter (606s255x/17255561), and the stents did not exit the microcatheter, and could not be deployed. One of the stents was withdrawn with the microcatheter and was exchanged. The 2nd stent still could not be deployed, and they changed the stent again to complete the procedure without removing the microcatheter. A continuous flush had been maintained through the microcatheter and the microcatheter did not appear damaged. There was no difficulty removing the devices from the patient and the enterprise devices did not appear damaged. The enterprise introducers had been placed securely into the hub of the microcatheter prior to attempting to advance the devices. There was no report of patient injury or clinically significant delay in the procedure.

Manufacturer narrative:
As the patient had (B)(6), the products were discarded. As reported by a healthcare professional, during stent assisted coil embolization of a right internal carotid artery aneurysm, the physician felt resistance when advancing two enterprise stents (enc452812/10469052) via the prowler select plus microcatheter (606s255x/17255561), and the stents did not exit the microcatheter, and could not be deployed. One of the stents was withdrawn with the microcatheter and was exchanged. The 2nd stent still could not be deployed, and they changed the stent again to complete the procedure without removing the microcatheter. A continuous flush had been maintained through the microcatheter and the microcatheter did not appear damaged. There was no difficulty removing the devices from the patient and the enterprise devices did not appear damaged. The enterprise introducers had been placed securely into the hub of the microcatheter prior to attempting to advance the devices. There was no report of patient injury or clinically significant delay in the procedure. The devices were not returned due to the patient¿s infectious disease. The enterprise was not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The resistance between the enterprise stents and the prowler select plus could not be confirmed without product return for analysis. Based on the information provided, it is not possible to determine the root cause of the event; however, procedural/handling factors may have been contributing factors. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is 1 of 2 mdrs submitted for this complaint, with associated MDR referenced numbers of 3008264254-2016-00054 and 1226348-2016-00133.